Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-03227, 03228. The pt reported she was unable to use her scs system due to the inability of the charger to locate her scs ipg. Follow-up identified the pt experienced burning while charging her scs system, subsequently developing blisters. The pt's scs system was explanted. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.